Event description:
A cgm error was reported by the distributor, specifically error code 42, on a pump with serial number 1338141 in sweden. There was no information provided regarding the customer¿s blood glucose level at the time of the event. Following the report, the customer reset the pump, but the error persisted. As the pump was within warranty, the customer was informed that it needed to be replaced. The replacement pump with serial number 1435218 was arranged, and the customer was instructed to return the problematic pump to tandem using a prepaid label and box. The customer's shipping address was confirmed, and storage mode instructions for transport were provided. The customer did not share information about backup insulin delivery methods.